Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported the device was used above the inguinal ligament and removal was attempted prior to closing the lever on the device. Proglide instructions for use states, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Relax the device and then return the foot to its original position by pushing the lever (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of the proglide sutures were attempted in a mildly calcified external illiac using the preclose technique prior to a transcatheter aortic valve implantation procedure (tavi). The arteriotomy was a 7fr. Reportedly, the first proglide sutures were pre-placed. When attempting to pre-place the second proglide device, the foot would not retract and remained in the open position. When the device was removed this ripped open the access site. A cut down was completed to close the groin site after both devices were removed. A cut down was completed in the other groin to complete the tavi procedure. The patient lost blood and was given 8 units of blood due to high levels of heparin and passed away that evening. The physician is reported to be trained in the use of the proglide device in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Pt estimated weight - patient reported to be approximately (B)(6). (B)(4). Improper or incorrect procedure or method, per instructions for use: warnings - do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Improper or incorrect procedure or method, per instructions for use: examination and selection of products - relax the device and then return the foot to its original position by pushing the lever down to the body of the device. Do not attempt to remove the device without closing the lever. It was reported that calcification was noted in the common femoral arteries. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.